Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that by the patient's mother that her child faced kinked cannula events from (B)(6) 2025 to (B)(6) 2025. The symptoms were noticed within three hours of insertion for two events and more than three hours of insertion for one event. The site was patient's abdomen and thigh. The issue occurred with four similar types of infusion sets. The blood glucose level of the patient was 500 mg/dl which was treated by correction injection via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.